Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has not been received and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a kink was noticed on where the balloon was positioned after the balloon was passed through the scope the third time. It was also noted that the balloon could not be advanced down the scope again. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.